Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a sudden screen blackout during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. On site inspection of equipment and fault code records at the hospital confirms the fault reported by the customer. The fse replaced the video review board. The fse performed all functional tests and calibrations according to protocol. The unit was delivered to the customer and was ready for clinical use.